Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the jaw of the suture passer broke while passing through the tendon. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. The clamp was not broken as indicated by the customer; however, it did come loose. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the lower jaw of the smart stitch broke. Incident occurred before the procedure; therefore, there was no patient involvement.